Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and it was found bent in the cartridge. The lens was not implanted and there was no pt contact or injury. The indigo-p injector, lot number unk, and the sfc-25 cartridge, lot number 1194646, were used.